Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: gst60d: batch # n5713t, n56y71. When the first gold cartridge was fired on the rectum, did the device fully fire? The device fully fired. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? The information is not available. Were there staples missing from the staple line? The information is not available. When the second gold cartridge failed, did the same issue occur as with the first gold cartridge? If no, how did the second cartridge fail? According to the surgeon, the same issue occurred. What type of procedure was the device used in? Hals lar.

Event description:
It was reported that during an unknown procedure, when the device with a gold cartridge was fired on the rectum, the tissue was slipped and the staple formation did not complete on the distal of tissue. The surgeon tried to fire with a new gold cartridge but it failed too. Finally, the surgeon could complete the procedure with a new device of the same product code and a new gold cartridge. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n56v0y. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Two ecr60d reloads were received. The reloads were received fully fired and with damage on cartridge deck. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.